Event description:
On (B)(6) 2012, the reporter contacted animas to get assistance with editing the settings in the replacement pump, as she incorrectly programmed it last night and the patient has blood glucose (bg) readings ranging between 300-400 mg/dl, with moderate ketones in urine. Mother is at school with the patient who is disconnected. Customer support reviewed the old pump with the mother and compared the settings to the replacement pump: multiple settings were incorrect: ic ratio and the bg target are programmed incorrectly. Iob is off and it should be turned on for 3 hours. The pump is not paired with meter remote. The basal programming and the time/date were correct. All settings reviewed with patient's mother and she agrees this is a programming error and is contributing to the patients high bg today at school. Customer support advised mom that her son's elevated bg is because she did not program the replacement pump correctly when compared to the old pump. Mom verbalized understanding and is appreciative of the review and assistance in fixing the settings. Mom confirmed and verified all settings in replacement pump are now programmed correctly and the system is paired. Mom confirmed and verified the serial numbers match between the meter and the pump. She plans to attach pump and give correction bolus. This complaint is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia with ketones, related to the programming error made on the new pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 03/26/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were recorded accurately in the pump history. No delivery related defects were found during testing.